Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). A maquet field service technician (fst) evaluated the device and assumes that the device failed to meet its specification. The fst found that the light detachment is due to the screw securing the safety sleeve was missing, which may have allowed the snap ring to move out of position and the light head to separate from the arm. Based on the maquet s.a.s technical analysis, the most likely root cause of the fall is the safety segment getting loose due to a wrong positioning of the safety ring additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The fst replaced the spring arm with a new one and returned the device to service. Powerled series operating manual include a verification "check the snap rings on all the lightheads" on a yearly basis. Maquet sas remind the importance of tightening control after installation, maintenance or during a periodic inspection as per nit 210.

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The manufacturing site was made aware of additional information on 13mar2017. This new awareness date was previously omitted from the previous follow-up report in error.

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
(B)(4). The field service technician replaced the spring arm with a new one and returned the device to service. Powerled series operating manual include a verification "check the snap rings on all the lightheads" on a yearly basis.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the most likely cause of the light detachment is that a screw securing the safety sleeve was missing, which may have allowed the snap ring to move out of position and the light head to separate from the arm. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. Further the incident, all broken parts were disposed of by the hospital crew pending replacement. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that, during the cleaning, the light head fell out of the spring arm when the crew handled it. No patient was involved and no injuries were reported. (B)(4).

Event description:
Manufacturer reference # : (B)(4).